Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The 99% stenosed target lesion was located in the mid left anterior descending (lad) artery. The physician used two 2.0mmx15mm maverick balloon catheters to predilate the target lesion. A 3.00x20mm promus element plus stent was advanced to the target lesion; however, the physician felt some resistance. After a few unsuccessful attempts, the physician removed the device and noticed that the stent got deformed. The procedure was completed with another of the same device and no patient complications were noted. The patients condition post procedure was stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The 99% stenosed target lesion was located in the mid left anterior descending (lad) artery. The physician used two 2.0mmx15mm maverick balloon catheters to predilate the target lesion. A 3.00x20mm promus element plus stent was advanced to the target lesion; however, the physician felt some resistance. After a few unsuccessful attempts, the physician removed the device and noticed that the stent got deformed. The procedure was completed with another of the same device and no patient complications were noted. The patients condition post procedure was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were severely flared. The three most distal rows were also slightly pushed proximally. The tip was slightly kinked. The distal outer and inner and corewire were kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).